Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone), bupivacaine, and fentanyl. Dose and concentration information was not reported. It was reported that the patient's personal therapy manager (ptm) had not been working correctly "for quite some time since 2024". The patient was getting service code 338, service code 156, and system error code 0x484d57ec. Per the patient, the ptm was stuck on 70% and 91% when connecting to the pump to get a bolus. The patient mentioned getting a very long message and they closed out the application and the message disappeared and they were able to use the handset. The patient was worried when they got the codes. The patient stated that they leave the application running. The patient got 15 boluses per day. The patient asked if the pump stopped working when they close out of the applications. Patient services asked clarifying questions and the patient said that the pump "drips like a faucet". Patient services reviewed that the ptm was only for boluses and the pump would continue to work as it should when the applications were closes. Patient services reviewed best practices while using the handset, reviewed device function, and reviewed the meaning of codes. They recommended closing out all the applications after using the handset. 2025-jun-17 lfc (hcp); on 2025-jun-17, additional information was received. The hcp reported that all the information requested was unknown. The patient was seen on (B)(6) 2025 and made no complaints / reports regarding the issue. The software version of the patient's myptm application was provided as 2.0.1460.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.